Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient.the result was reported out of the lab.the original specimen was re-tested and the repeated result was "normal". The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimens are collected in 13x100mm lithium heparin plasma tubes with a gel separator.qc was within the customer's established ranges before and after the event.a field service engineer (fse) was dispatched: a) the fse replaced parts and verified performance of several hardware components. B) the fse conducted a precision and system check testing; no issues were noted. Although the fse addressed some hardware issues, no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.